Event description:
It was reported that the alarm was determined to be single communication fault and there was no pump stop or related adverse impact to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 hours (23jun2023 from 15:22:14 ¿ 19:22:287 per timestamp). Driveline communication fault alarms coincident with com_b_faults were active on 23jun2023 from 16:56:25 ¿ 19:22:27. The alarms did not clear in the log file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient experienced a driveline communication fault alarm. Log files were retrieved in the hospital that confirmed the alarm. The modular cable and the controller were exchanged in the hospital. The alarm resolved post the exchange. Related MFR # for the modular cable: 2916596-2023-04617.